Manufacturer narrative:
Na

Event description:
It was reported that the ventilator shut down and flashed reset while connected to the pt. It is unk if the ventilator audibly alarmed when the reported problem occurred. No pt harm reported. The biomed tech was unable to duplicate the reported problem.